Manufacturer narrative:
Integra has completed their internal investigation on 02/01/2016. The investigation included: methods: -evaluation of actual device -review of device history records. -review of complaint history. Results: evaluation of device: upon receiving, the left 6¿ transitional was broken were broken off the swivel adaptor assy. (437a1062). Device history record reviewed for this product ID lot code 141 manufactured on 03/17/2014 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file. A two year review in complaints history for this reported failure and or related to "broken arm/crack" for this product ID shows that 3 complaints were received including this case. No new design or manufacturing trends have been identified. In summary: engineering and repairs were able to verify the customer complaint. The root cause can be attributed to mishandling the transitional during use (assembly/disassembly) without following IFU¿s 451a2004 instructions. According to steps 1 through 4 on the IFU¿s portion: ¿attachment of transitional members and swivel adaptor¿, the correct method of assembling the swivel adaptor into the yoke of the base unit is mentioned. Also, it specifies the correct way of tightening/loosening of the torque screws 2 and 3 by turning them alternatively after every two complete turns each knob until all sunburst teeth mesh properly and doing so will prevent the transitional members 4 & 5 (broken items) from binding. Additionally, either the assembling of the swivel adaptor without the yoke of the base unit or the tightening of the torque screws (#2 & 3) without following an alternating pattern; will result in the breakage/binding of the transitional member

Event description:
It was reported that the device was broken. Additional information has been requested.